Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. As noted by the system, all cables were disconnected and reconnected. There was no improvement. Then, the auto connection box was replaced and the coaxial cables were replaced without resolution. Additionally, the console screen became sensitive to touch and a hard shut down was performed. Upon reboot, two system notices were received indicating that the safety system detected blood in the catheter handle, the injection was stopped, and the vacuum disabled and that the system detected a malfunction preventing further delivery of cryotherapy. During this period, the balloon catheter was within a competitor sheath and it caused difficulty with the balloon catheter. The catheter was replaced. The case was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.